Event description:
The customer stated that the pump kept running when the dose was completed. The customer did not have the rate and dose available.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be duplicated.